Manufacturer narrative:
It is unknown which device was involved in this event. Additional device implanted: plc161200/13943672. (B)(4). Concomitant medical products: patient medications - atorvastatin, diltiazem, eliquis, glucosamine, metoprolol tartrate, polyethylene (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2016, the patient underwent treatment of a 56 mm abdominal aortic aneurysm using two gore® excluder® aaa endoprostheses (rlt2614188/14450668, plc161200/13943672). On (B)(6) 2016, follow up imaging showed the aneurysm measured 60 mm. On (B)(6) 2016, follow up imaging identified a type ii endoleak with the aneurysm measuring 62 mm. On (B)(6) 2017, an aortogram with coil embolization of the aneurysm sac and inferior mesenteric artery was performed to treat the endoleak. It was reported the endoleak was resolved at the end of the procedure, and the patient tolerated the procedure. On (B)(6) 2017, follow up imaging showed a persistent type ii endoleak with aneurysm enlargement (amount unknown). On (B)(6) 2017, an aortogram with coil embolization of the inferior mesenteric artery, aneurysm sac, and accessory right renal artery was performed for an unknown reason. It was reported the embolization resolved the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4). Conclusion code remains unchanged.